Event description:
It was reported that upon review of intracardiac electrograms, noise was detected on both the atrial and ventricular channels. Changing the electrogram configurations did not resolve the issue. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.